Manufacturer narrative:
The device was received with the cannula assembly deployed. Investigation of the cannula assembly found no damages or defects that could contribute to a bent/kinked cannula. The downloaded data shows no timeouts or drive stalls during the pod's run. The formed needle and the bottom housing were inspected for manufacturing irregularities that could cause swelling during infusion. However, no issues were observed. The exact cause of the reported skin condition swelling could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 480 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and the site was swollen. As treatment, a new pod was placed.